Manufacturer narrative:
Analysis of the returned device identified: opening curved on radius and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on radius and creases flat. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV and rupture found upon explant surgery. Device has been explanted.